Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A lot history search was performed and found no similar complaints have been reported from this lot. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The april 2007 15-month pre pubic sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A failure analysis could not be performed due to the non return of the product. No conclusions could be drawn regarding the possible root cause for this complaint.

Event description:
It was reported to boston scientific corporation that the patient underwent therapeutic placement of a prefyx mesh sling on in 2006. Post procedure during a routine follow up visit that occurred the following year, the patient developed a urinary tract infection. Upon further examination, the physician decided to remove a portion of the prefyx mesh sling system and also place an additional mesh sling for support. The physician used our advantage sling system for the additional. A lot history search was performed and found no similar complaints reported from this lot. The patient was also treated with medication (macrobid), which is prescribed for acute uncomplicated urinary tract infections. A full recovery is expected.